Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was verified and attributed to the smart pneumatic module board. Pending receipt of replacement parts to repair. Analysis of reports of this type has not identified an increase in trend.